Event description:
The surgeon had the atraumatic grasper at the gallbladder and was retracting. The device came apart with grasper pieces separating into three parts from the main portion of the instrument. All three components were retrieved and a sweep surveillance plus abdominal x-rays failed to identify any remaining fragments. The product is being returned to the manufacturer for testing. We expect the return to occur prior to 04/29. (The aesculap return number is (B)(4).) The product also carries the following number (B)(4).